Event description:
Boston scientific received information that the patient with this device system underwent heart surgery. During the surgery, the leads became dislodged. A decision was made to implant an entirely new competitor system. There were no adverse patient effects. It is unknown if the leads were explanted or capped as a boston scientific representative was not present at the procedure.

Manufacturer narrative:
As of today, no additional information is available and at this time our investigation is complete. Should additional information become available, this report will be updated.